Manufacturer narrative:
Product analysis: the balloon was deflated, and the balloon folds were expanded. There was blood visible in the balloon and inflation lumen. Deformation was evident to the distal tip. There was no stretching evident to the proximal balloon bond. The balloon passed negative prep. The device was inflated to nominal pressure of 8 atm and maintained pressure. Upon visual inspection of the balloon there was a short longitudinal tear directly above the distal marker band. There was congealed blood around the tear site preventing liquid from exiting at this location. The material was lifted at the tear site location. There was no damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use a euphora rx ptca balloon catheter. It was reported that a balloon burst occurred while inflating the device at 14 atm. No patient injury was reported.